Event description:
It was reported that the zimmer 400 ml surgivac was not available for use due to an air leak in "hold" position of the device. There was no report of harm or delay and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR for eval. A review of the mfg records was performed and there were no non-conformances during the MFR that would be related to this complaint. All testing requirements were met. The device was leak and vacuum tested per procedure and was noted to fail the testing. Observation of the returned device identified witness marks on the side of the bellow toward the bottom at the location of the leak. The marks are in a straight line and appear to have come from the outside of the bellow to the inside. The unit was filled with tap water and pressure was applied, a small amount of water was found to be exiting out of the bellow in the area of the witness marks. The cause of the witness marks could not be determined. The complaint was confirmed. However, the root cause of the leak could not be determined.